Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') in a 43-year-old female patient who had essure (batch no. 774377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, dysmenorrhea, adenomyosis, pap smear abnormal and migraine. Concurrent conditions included uterine bleeding. Concomitant products included cefixime (flexeril), docusate sodium (colace), hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, orphenadrine, oxycodone, paracetamol (acetaminophen) and sumatriptan. In 2010, the patient experienced depression ("psychological or psychiatric problems condition : depression") and anxiety ("psychological or psychiatric problems condition :anxiety,mental anguish"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6)2016, the patient was found to have leiomyoma ("leiomyoma"), 5 years 2 months after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2019: quality safety evaluation of ptc (product technical problem). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain,pain pelvic') in a 43-year-old female patient who had essure (batch no. 774377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, dysmenorrhea, adenomyosis, pap smear abnormal and migraine. Concurrent conditions included uterine bleeding. Concomitant products included cefixime (flexeril), docusate sodium (colace), hydrocodone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, orphenadrine, oxycodone, paracetamol (acetaminophen) and sumatriptan. In 2010, the patient experienced depression ("psychological or psychiatric problems condition : depression") and anxiety ("psychological or psychiatric problems condition :anxiety,mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have leiomyoma ("leiomyoma"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder / urinary") and urinary tract disorder ("bladder / urinary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and leiomyoma outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Outcome of event pelvic pain were updated. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic') in a (B)(6) year-old female patient who had essure (batch no. 774377) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, dysmenorrhea, adenomyosis, pap smear abnormal and migraine. Concurrent conditions included uterine bleeding. Concomitant products included cefixime (flexeril), docusate sodium (colace), hydrocodone, hydrocodone bitartrate; paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, orphenadrine, oxycodone, paracetamol (acetaminophen) and sumatriptan. In 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient was found to have leiomyoma ("leiomyoma"), 5 years 2 months after insertion of essure. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased and leiomyoma outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, leiomyoma, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative.. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs and mr received : lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), depression, anxiety mental anguish, migraines / headaches, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain, leiomyoma. Outcome of the event pelvic pain was changed drom unknown to recovering/resolving. Concomitant conditions,medical history and concomitant products added. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.